Event description:
The account alleged the bed has intermittent nurse call function. No pt impact.

Manufacturer narrative:
The technician found the communication cable plugging into the accounts non hill-rom nurse call system was not making a good connection with the unit. The technician fully seated the communication cable to the unit to resolve the issue.